Event description:
A complaint was received regarding a low sensor scan while wearing the adc device compared to a built-in meter. On (B)(6) 2022, a sensor scan of 53 mg/dl was obtained and the customer was provided 2 chocolate cakes and 6 pieces of sugar by non-healthcare professional (hcp) for treatment. A blood glucose test then of 358 mg/dl was obtained from the built-in meter, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was then treated with 6 international units of novorapid insulin by the non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.